Manufacturer narrative:
Device returned for evaluation. Failure modes: 4-way valve 1101141 stuck, manifold (B)(4).

Event description:
Dealer alleges unit has a locked compressor. Red light and alarm kicks the reset button. Intermittent start up alarm. No further information provided by dealer.

Event description:
Dealer alleges unit has a locked compressor. Red light and alarm kicks the reset button. Intermittent start up alarm. No further information provided by dealer.

Manufacturer narrative:
No end user information provided. A follow-up will be sent if additional information is received.